Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation has shown that there is indeed a hair between the first and the second peel pouch as complained. This is clearly a manufacturing fault, which was regrettably not detected during the final inspection of the package. Even this device is packed in clean room, where the employees have to wear a hair cover and a mask; such an occurrence can happen in very rare cases. Therefore we assume that this is an isolated case. To avoid such an occurrence in the future the responsible employees were informed about this complaint and instructed accordingly. Placeholder.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the hospital personnel reported finding hair in the sterile packed lcp plate. The device was reportedly not involved in an operation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.